Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after suspecting a shock, an alert for non-sustained rv oversensing was observed. Upon review, inappropriate programming was observed. Programming changes were recommended.